Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported a patient came in with pain on (B)(6) 2016, and medical intervention with a revision surgery was necessary. The revision surgery was completed successfully without a delay.

Manufacturer narrative:
The reported event could be confirmed (plate broke postoperatively), because of the x-ray provided and the complained plate was returned. The macroscopic and microscopic investigations showed that the ¿ recon hemi mandibular plate, 6x17 hole, left, with template - plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The partially strong plastic deformation with material bulging next to one breakage area also pointed to too high forces which acted on the plate during the application. The investigation with sem shows on the fractured surface the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. An x-ray was provided by the customer that was forwarded to m. Lanser, senior manager medical affairs, for stryker craniomaxillofacial freiburg. During a follow-up phone call with the senior manager medical affairs it was determined that the appropriate plate was used and it was well-positioned. Based on the evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported a patient came in with pain on (B)(6) 2016, and medical intervention with a revision surgery was necessary. The revision surgery was completed successfully without a delay.